Manufacturer narrative:
A manufacturing review was performed and found that the lot was manufactured to specification. No specific device failure or patient injury has been alleged. With the limited information that has been provided to date, no conclusions can be made. If additional information is obtained, a follow up MDR will be sent. Note: section a through d. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following allegation has been reported to davol by the patient's attorney: on (B)(6) 2010, the patient was implanted with a bard/davol flat mesh and 2 non bard/davol soft tissue repair devices during a surgical repair procedure. The legal claim alleges unspecified adverse patient outcome associated with use of the device.

Manufacturer narrative:
Addendum to the initial report. Based on medical records received the patient underwent additional surgical procedures post implant of the bard/davol flat mesh. With the current information provided, no definitive conclusion can be made. It is alleged the patient experienced infection, however the medical records do not indicate any type of infection to be correlated to the bard/davol flat mesh. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of the patient's medical records: (B)(6) 2010 - the patient underwent a robotic-assisted laparoscopic total hysterectomy with implant of a bard/davol flat mesh and two pieces of non-bard/davol biologic grafts for a colposuspension. Per the implant report "the prolene mesh (davol flat) sandwiched between 2 layers of bovine mesh were placed in the midportion of the vaginal vault." In addition "non-bard/davol lapra-ty absorbable clips were used to secute the sutures." (B)(6) 2013 - the patient had an md office visit with complaints of pain with intercourse and a vaginal bulge. On exam, "mesh was visible at the cuff and a cystocele grade 3 was noted." (B)(6) 2013 - patient was diagnosed with protrusion of davol flat mesh and a cystocele and underwent a repeat closure of vaginal vault over the mesh and an anterior repair. Per the operative report details "the vaginal mesh (davol flat) was protruding into the cuff. The vaginal epithelium was excised leaving the mesh in place and then reapproximating the vaginal mucosa using vicryl sutures to cover the mesh (davol flat)." (B)(6) 2013 - patient had an md office with complaints of "another cystocele." The patient requested to have an exam done while standing up, however, no notes were provided for this appointment. (B)(6) 2015 - the patient was diagnosed with a symptomatic cystocele and rectocele and underwent a primary repair of both. Operative report details did not mention any visualization of the bard/davol flat mesh.